Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with scratched display window and cracked reservoir tube.

Event description:
Customer reported that he had unexplained high blood glucose of 400 mg/dl, his insulin pump alarmed during normal use and the drive support disk is sticking out. Nothing further was reported.